Event description:
It was reported that a launcher 6f guide catheter was being used during angiography prior to proceeding with ptca. The target lesions were in the lad and the rca. The lad had 75% stenosis. The rca had 90% stenosis. An optitorque 5f catheter and a 3mmj guidewire were successfully inserted. When proceeding with the ptca, the scrub nurse took out the launcher guide catheter and flushed it before inserting the catheter into the patient's body through radial artery. The tip was not inspected prior to insertion. No abnormalities were noted during preparation. A 0.014¿ wire was inserted into the guide catheter and it got stuck at the lower arm. Excessive force was not used. The launcher did not reach the aorta. The physician decided to shoot the contrast as he could not push the catheter in further, even though the wire was just above the elbow. When the contrast was shot through the sheath, the lower arm vessel was found to be perforated. The nurse needed to press on the lower arm because of this. The physician feels that the tip of the launcher caused the dissection/perforation. No radial artery tortuosity or spasm was reported. The launcher was noted to be damaged after it was removed from the patient. There were no difficulties noted when the launcher was being removed from the patient. It was reported that the tip of the launcher was very sharp. After that the physician decided to use the femoral approach. The patient had to be monitored for quite some time before discharge. Device evaluation: received for analysis was one 6f launcher guide catheter coil wrapped in bag with no original packaging. As received, the catheter shaft is kinked 29cm-31cm on the distal end of the shaft. Dimensionally the catheter meets specification: the shaft outer diameter at .0823¿ meets specification (max.083¿) and the soft tip/sleeve outer diameter at .0866¿ meets upper limit specification (.087¿ upper limit).the shaft has several kinks located 29cm-31cm on the distal end of the shaft. This would have been the location just outside the introducer outside the patient. Close visual inspection of the distal tip of the catheter shows slight deformation of the distal tip.

Manufacturer narrative:
Results: caused by operational context (no issue noted during prep, damage most likely caused during procedural use in a tough lesion). Conclusions: operational context caused or contributed to the event (no issue noted during prep, damage most likely caused during procedural use in a tough lesion). (B)(4).